Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tube the cap was a different color/shade. This event affected 100 devices. The following information was provided by the initial reporter. The customer stated: "the tube cap had the incorrect color."

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tube the cap was a different color/shade. This event affected 100 devices. The following information was provided by the initial reporter. The customer stated: "the tube cap had the incorrect color."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but one phots was provided for investigation. The photo was reviewed and the indicated failure mode for incorrect cap color/color variation was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode incorrect cap color. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.